Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Event description:
Patient reported right side "deflation", "concern of the implant", "rib pain" and "implant has dropped". Healthcare professional later reported "breast ptosis" and "pain". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation" and "concern of the implant".

Event description:
Patient reported "deflation", "concern of the implant", "rib pain" and "implant has dropped". Healthcare professional later reported "breast ptosis" and "pain". This record is for the right side. Device remains implanted.